Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was stable and would continue to be monitored.